Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving bupivacaine 2.5mg/ml .4804 morphine 5.0 .4804 mg/day via an implantable pump. It was reported that the patient stated that in the days after replacement in (B)(6) 2025, he started having withdrawal symptoms. He stated a week later, his pump and catheter were explanted and replaced. The company representative (rep) stated that I am not aware of any factors that could have contributed to the issue. The issue was resolved at the time of the event. The healthcare provider (hcp) has no further information for medtronic.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial # (B)(6); implanted: (B)(6) 2019; explanted: (B)(6) 2025; product type catheter product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 20215; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 10-dec-2020, UDI#:(B)(4); product ID: 8780, serial/lot #: (B)(6);, ubd: 04-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturing representative (rep) and a healthcare provider (hcp). It was reported that representative was not notified the pump had been explanted until it had already been discarded. The device had not returned to the lab for analysis. The customer had discarded the pump.